Event description:
Patient reported "I had the lap-band, it worked but never was comfortable. I had lost weight and started to have symptoms of a slipped band", "had to have many visits to the doctor" and "the lap-band removed". "I then developed a hernia at the site of the port". These events were not confirmed by a healthcare professional.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon implant date and event date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage and hernia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the model number, serial number, diagnostic testing, patient data or further event details.